Event description:
The customer received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result on their e170 analyzer. The patient's initial hcgb result was 3.5 miu/ml accompanied by a data flag. As this result was negative, it was sent to the host and the patient. The patient complained about the result and the laboratory re- analyzed the sample on (B)(6) 2012. The repeat result was 1757 miu/ml. It was unknown if there were any adverse events. The hcgb reagent lot number was (B)(4) and the expiration date was not provided. The application specialist verified the calibration and quality control and they were ok. He checked the sample result and detected the first measurement had a carover alarm. The customer did not notice this alarm and did not repeat the measurement as described in the manual. The application specialist configured a review by exception rule on this alarm so the customer does not release results with this alarm.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
Insufficient information was provided for further investigation. No root cause could be determined. The calibration results were within expectations and the quality control results were within range. A general reagent issue is unlikely.